Event description:
X-rays showed a complete break in my titanium stem about 3 inches below the top of my femur. Corrective surgery was done in (B)(6) of this year it was invasive beyond measure, and I am still trying to recover.